Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that an adult patient who was using a cadd pump for a pulmonary artery vasodilator for pulmonary hypertension arrested as she accidentally stopped her pump when changing the cassette. The patient had forgotten to turn the pump back on. It was noted that this had occurred a couple of times a year as the alarm was too innocuous for the patient to hear. Additional information regarding any intervention and outcome has been requested.